Manufacturer narrative:
The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
Boston scientific received information that this right ventricle (rv) lead was explanted due to an unknown product performance issue. This device has been explanted. No additional adverse patient effects were reported. (B)(6).